Event description:
Invalid result (s). User reported that their cassette did not produce a result. They appeared to have performed the test correctly. There was no damage to the pouch and there was a desiccant packet inside the pouch. The user added the correct number of drops into the correct well and the cassette was lain flat on a table.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020166 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.